Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed system error 322 (link switch error (low)). The event happened during testing in the biomed service department. There was no patient involvement. No additional information is available.